Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the difficulty deploying the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully deployed on the mitral valve. To further reduce, another clip was inserted and placed on the mitral valve. However, while attempting to deploy, the mandrel did not detach from the clip. Troubleshooting was performed and the clip was able to be deployed, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.